Event description:
It was reported that: pt complains of pain that began a few weeks ago. MRI and blood work results pending.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device remained implanted in the pt and was not returned to the MFR. Additional info (including x-rays and medical records) has been requested. Should additional info become available, the evaluation summary will be submitted in a supplemental report.